Event description:
Bed in ICU hallway with note bed head drifts down but itself. No injury reported.

Manufacturer narrative:
Technician located the bed in ICU hallway. Found: head will slowly drift down. Replaced the hydraulic manifold to resolve this issue.